Event description:
A universal drill was sent for evaluation and it overheated during performance testing. No adverse event was associated with the device.

Manufacturer narrative:
Corrosion was noted within the internal components of the device.